Event description:
Health professional reported right side rupture, diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture, diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as unidentified (tear) opening. And missing piece of shell assessed, as inconclusive.

Event description:
Health professional reported, right side rupture. Diagnosed by ultrasound. The device has been explanted.